Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 15-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted with a stroke, presenting with symptoms of syncope, right arm numbness and tingling, and shortness of breath. Imaging revealed a parietal lobe infarct, bilateral pulmonary emboli, a splenic infarct, and right radial and ulnar artery thrombosis confirmed by computerized tomography (CT). The patient was on anticoagulation therapy, but it was subtherapeutic with an international normalized ratio (inr) of 1.7. It was noted that earlier that week the patient had had their coumadin held. A heparin drip was administered as part of the medical intervention. It was reported that the patient remained neurologically intact. Review of log files data revealed that the ventricular assist device (vad) had exhibited multiple motor start events with starting parameters outside of the typical range. It was reported that the cause of the motor starts was suspected to be due to accidental double power source disconnections by the patient. The vad and controller remain in use.

Event description:
It was noted that the vad start-ups associated with the suspected double disconnects of the controller had starting parameters within the typical expected range, not outside the range.

Manufacturer narrative:
A supplemental report is being submitted for a correction to sections b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was discharged to rehab still neurologically intact.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was readmitted with altered mental status and seizures requiring sedation and intubation for airway protection. Upon admission, the patient was severely hypoglycemic and had lactic acidosis and a supratherapeutic international normalized ratio (inr). The patient's anticoagulation was held. The initial computerized tomography (CT) was negative for acute hemorrhage. Review of the log files showed a trend down in flow and increased pulsatility with consistent suction. The patient developed tea colored urine and had an elevated lactate dehydrogenase (ldh). The inr returned to normal and a heparin drip was started. It was also, reported that the warfarin and heparin was stopped due to retroperitoneal bleed. The patient had acute kidney injury and retroperitoneal bleed this hospitalization. The patient was extubated and placed on comfort measures per her family request. Consequently, the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or service issue. Log file analysis revealed a slight decrease in estimated flows, with an associated increase in pulsatility, starting on (B)(6) 2025. Review of the event log file revealed a controller power up with associated pump start event logged on 20/apr/2025 at 18:03:49, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 54% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and there was no connection in power port two. No anomalies were recorded leading up to the event. The controller was without power for 14 seconds. As a result, the reported low flows, changes in pulsatility and loss of power were able to be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flows and suction may be attributed to multiple factors including but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. A possible root cause of the loss of power can be attributed to the double disconnection of power sources as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use syncope, renal dysfunction, neurological dysfunction, bleeding, thrombosis, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, this patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.